Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 120-150mg/dl. The customer did report symptom of loss of consciousness. Medical attention is reported as a result. The product is stored according to specification in the office closet. During the call a back to back blood test was performed by the customer and produced test results of 249 and 273mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 03/31/2021 and open vial date is 3/9/2020. The meter memory was reviewed for previous test result history. Result 1 : 219 mg/dl date: (B)(6) 2020 time: 5:59pm fasting, result 2 : 306 mg/dl date: (B)(6) 2020 time: 3:50pm fasting, result 3 : 289 mg/dl date: (B)(6) 2020 time: 3:46pm fasting, result 4 : 284 mg/dl date: (B)(6) 2020 time: 3:44pm fasting, result 5 : 293 mg/dl date: (B)(6) 2020 time: 3:40pm fasting.